Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had high out of range pacing impedances greater than 2500 ohms. There was also noise on the right ventricular (rv) channel which caused oversensing and an inappropriate shock. In addition, loss of capture was noted on the rv lead. Boston scientific technical services recommended turning tachy mode off and revising the rv lead. Additional information was received which indicated the suspected cause of the field observations was a fracture on the rv lead, however the fracture was not confirmed. The rv lead and crt-d were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.